Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was not getting adequate pain relief as a result of the lead implanted at the l5 vertebral level having migrated. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.